Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a power disconnect alarm on (B)(6) 2017. The alleged battery was connected on power source 2 prior to the alarm. A second battery was connected following the alarm on power source 2. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery((B)(4)) was not returned for evaluation. The log files of the controller involved in the reported, (B)(4), revealed that the controller did not contain the smr software. Alarm log files revealed one power disconnect alarm involving (B)(4) due to a communication error between the controller and battery. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event could be attributed to a communication error between the controller and battery. There was an internal investigation for communication errors. If information is provided in the future, a supplemental report will be issued.